Manufacturer narrative:
Spacelabs¿ technical support provided instruction for troubleshooting the xhibit central station displays. The customer¿s biomed resolved this issue repowering the xhibit displays and completing the setup wizard. The customer¿s biomed confirmed the xhibit central station was operating according to specifications. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of xhibit telemetry central displays going into ¿sleep mode¿. This resulted in a loss of telemetry monitoring for 11 patients. No injury was reported.